Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the air removal step. Tandem technical support educated the customer to complete cartridge air removal step prior to filling the cartridge. There was no adverse impact to the customer's blood glucose level. The customer declined to load a new cartridge and continued using the existing cartridge for insulin therapy.